Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and was monitored and no blank display or blinking display noted. The power connector is plugged in and locked into place properly. The vibrator alert functioning properly; no vibrator anomaly noted. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change and the vibrate feature does not turn off. Customer's blood glucose was 140mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.